Event description:
Please be advised that while investigating an event involving one of our products, depuy synthes joint reconstruction noted a potential adverse event regarding a non-depuy synthes joint reconstruction product. Reference report: mw5146048. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).